Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may have experienced a memory reset. Attempts to interrogate the ICD revealed the message 'wrong pg.' The device is scheduled to be explanted.